Manufacturer narrative:
Cine images were returned for evaluation: the presence of a deployed stent can be observed in the mid-lad. The stent profile appears to conform with a mildly tortuous vessel. Images provided do not depict the condition of the vessel prior to stenting. There appears to be a stent deployed at the ostium and proximal portion of the d1. A wire can be seen advancing through lad. Further images depict attempts to retrieve what appears to be the detached wire tip using a snare. No images depicting the alleged d eformation of the resolute onyx stent were provided for analysis.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a patient presented to hospital with significant triple vessel disease. The patient was deemed a non surgical candidate and therefore underwent percutaneous coronary intervention (pci) to the right coronary artery (rca), left anterior descending (lad) artery and the left circumflex artery (lcx). The patient has residual left main stenosis of 60 to 70% and reports ongoing fatigue with no energy. Patient past medical history provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx coronary drug eluting stent and a 6f launcher guide catheter to treat a mildly tortuous, mildly calcified lesion with 80% stenosis in the mid left anterior descending (lad) artery. The launcher was inspected before use with no issues noted. The resolute onyx was not inspected before use. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that a non medtronic wire became stuck in the lad and the distal wire tip broke inside the patient due to the force needed to remove the wire. On the removal procedure, the resolute onyx stent became deformed in vivo when using a snare and other techniques to retrieve the non-medtronic wire. The snare also broke inside the patient. The patient was transferred for an open heart bypass surgery and required a graft in the lad. The patient is reported to be alive.